Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead which exhibited rising pacing impedance and noise on the sensing channel. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.